Event description:
It was reported that the subject device had the optical sight tube lock is loose. The issue was found before sedation during setup of urological resection surgery therapeutic procedure. It was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
E1-t(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, g3, h2, h3, h6, and h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: adapter chuck detached. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the following malfunction is: traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.